Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (hysterectomy with unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data wasconducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, insomnia, fatigue, metrorrhagia, dermatitis, anemia, umbilical hernia, abdominal pain, pain epigastric, headache, adhd, alcohol use, allergy (sulfa antibiotics (hives itching) latex not lexapro (escitalopram) protonix (pantoprazole)), uti, sexual abuse, pregnancy test negative, anemia, gerd, migraine without aura, chronic depression and anxiety. Previously administered products included: aripiprazole, clonazepam, fluoxetine, ketorolac, naproxen, norco, ranitidine, trazodone, valium, lidocaine, ranitidine, duloxetine, clonazepam, trazodone, abilify, naprosyn-e, hydroxyzine, proair hfa, flonase allergy relief, cetirizine, fluticasone propionate, ciprofloxacin hydrochloride, strattera, albuterol sulfate, atomoxetine, fexofenadine, omeprazole, pamabrom, trazodone, mirena and mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2387 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021 right -number of coils:4 left - number of coils:2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41.869 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: performed procedure: hysterosalpingogram. Reason fop study: essure technique-· fluoroscopy-guided hysterosalpingogram was performed. Findings: hysterosalpingogram was performed by dr, scout radiograph demonstrates bilaterally fallopian tubal occlusion devices present as well as iud within the endometrial cavity. Contrast is instilled into the endometrial cavity which maintains normal contour. There is no contrast filling of the fallopian tubes and no free uteroperitoneal spillage of contrast deregistration indicating bilateral tubal occlusion. Impression: 1, bilateral tubal occlusion w the normally located bilateral tubal occlusion devices. 2, intrauterine device within the endometrial cavity, [pathology test] on (B)(6) 2021: specimen to pathology specimen source: bilateral fallopian tubes* with fimbriae and bilateral essure coils clinical history: encounter for reversal of previous sterilization; encounter for sterilization. Bilateral fallopian tubes and bilateral essure coils. A) tissue final diagnosis: right and left fallopian tubes, salpingectomies: two segments of fallopian tube with lumens identified and para tubal cysts gross description: one tube has a 1.2 cm cyst at the fimbriated end. Also in the container are two coiled pieces of wire grossly consistent with essure coil. [Ultrasound scan] on (B)(6) 2017: uterus sounds to:7.5 after successful uterine sounding, iud inserted without difficulty. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data wasconducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.